Event description:
It was reported that during vats upper lobectomy procedure, the surgeon was dissecting the pulmonary vein using a bovie monopolar device and a endo peanut. When dissecting a little bleeder started on the pulmonary vein, using the device the first clip was applied. The clip fully formed, but did not stay on the vein, it fell off. Same thing happened with the second clip. At this point the bleeder got bigger the vein was clamped and the bleeding stopped. Next the lower part of this vein was successfully cut and stapled with another device. After this the bleeding starting again. Another clip was applied but too much blood was spilling out so it could not be seen if the clip stayed in place. The case was converted to an open procedure to manage the bleeding and complete the procedure. No adverse impact to patient reported. The procedure was delayed by 30-45 minutes. As a result of the difficulties experienced. The device will not be returned, it is being retained by the hospital.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What does the surgeon believe to be the reason for the clips falling off? Were there any issues with the formation of the clips? Can the surgeon describe the shape of the clip(s)? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Were any other challenges with the clip applier experienced? Any feeding or firing issues? Was this a typical case? Was the patient taking any anticoagulants? Did the patient have any pre-existing conditions? Did the patient's anatomy present with any challenges for the case? Was there any change in the patient's post operative care? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight? How long has this surgeon been using this device? Will the device be made available at a later date? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Additional information: the rep was present during the case and spoke to the surgeon afterwards, so he was able to respond to the following questions: what does the surgeon believe to be the reason for the clips falling off? The instrument failing. Were there any issues with the formation of the clips? The clip formed properly. Can the surgeon describe the shape of the clip(s)? Yes, properly formed, but did not stay on the vessel. Was the device fired over an existing clip? No. Were any other challenges with the clip applier experienced? Any feeding or firing issues? No. How long has this surgeon been using this device? Many years.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. Two fired out clips were measured and they met our clip forming specification. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.